Event description:
Caller reported a malfunction on pump, specifically showing malfunction code 12. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Caller was assisted by technical support to reset pump, resolving issue without recurrence. Customer was able to continue using pump and was advised to call back if any issues occur again.